Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold measurements, r-wave amplitude variation and helix mechanism issue resulting in failure to extend the helix. The physician made several attempts to reposition the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold, r ¿ wave amplitude, and helix mechanism issue. A complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood. The reported events of unacceptable threshold and r ¿ wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.